Event description:
The manufacturer was contacted in reference to a remstar pro m device. The manufacturer received information alleging asthma (new or worsening), cancer, scar tissue in right lung, continuing respiratory issues including but not limited to sinus infections, head and chest congestion, sinus surgery, and difficulty breathing. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to a remstar pro m device. The manufacturer received information alleging asthma (new or worsening), cancer, scar tissue in right lung, continuing respiratory issues including but not limited to sinus infections, head and chest congestion, sinus surgery, and difficulty breathing. Medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.